Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had absence of vibrate. The customer's blood glucose was unknown at the time of incident. It was reported that the anomaly persisted after battery change. It was also reported that the insulin pump did not vibrate during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed vibrate during self-test due to broken blank wire on the vibrator motor. All operating currents are within specification and passed unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and missing the end cap sticker.